Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as the cause of intermittent stimulation remained unknown. They went to doctor's facility to get help. Issue with poor communication remains unresolved. Patient's weight had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was having issues with the patient programmer (pp) showing poor communication. Patient stated that this had never been resolved since they last time, they called in to company. Patient had not tried using it since. Patient went to see the doctor yesterday but they never attempted to use the pp. Patient stated doctor just wanted them to start using the pp. Patient was walked through syncing with device. Patient initially was seeing poor communication but it resolved after clearing screen and syncing again. Patient was seeing 2.4v and stim was on. Patient would like to increase stim. Patient walked through increasing stim to 2.6v and patient confirmed that they felt it in the bike seat area and it's comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had poor communication on patient programmer (pp). Patient indicated she was recently implanted with swelling still present. She still had bandage in place and did not have a follow up until 6 weeks. Patient would attempt to communicate once swelling or bandage have been removed. Patient also reported that she felt stim sometime and no stim at other times since (B)(6) 2017. Patient wanted to make sure stim is on. Patient was advised to follow up with healthcare provider (hcp). There were no further complications that have been reported as a result of this event.